Event description:
It was reported that outside of surgery on an unknown date the air dermatome was not working. There was no patient involvement or impact with no report of harm or delay. Diligence is complete and no additional information is available. During device evaluation the motor speeds were unstable. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The investigation is complete. This is an initial final report submission. Review of the most recent repair record determined the motor speeds were unstable and the device was out of calibration. The motor and various other parts were replaced, and the device was recalibrated and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.